Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead showed high and undefined impedance. A different rv lead was tried and the impedance was again high. A different ICD was used and no problem was detected. The first ICD was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.